Event description:
It was reported that the 12 lead ECG does not work. The reporter was able to get a limb lead reading. But when plugged in, the v leads did not present a reading. The event occurred during clinical use, but there was reportedly no patient harm.